Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1530ps, eek-tenodesis¿ screw with handled inserter 3 mm x 8 mm, batch number 15233489, was received for investigation. Visual evaluation noted that the threads of the peek of the device were broken/damaged. Functional testing wasn't performed due to the damage to the device. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, over-torquing/over-engaging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a tendon fixation in the hand the screw did not come off the screwdriver. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.